Event description:
Additional information was received which noted the x-ray did not reveal any abnormal findings. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range left ventricular (lv) impedance measurements. The value of the out of range measurement could not be obtained at that time; however, disk analysis showed that the impedance measurements exceeded 2000 ohms. An x-ray was performed. No actions or interventions were planned or performed. The physician suspected that the value was measured on a premature ventricular contraction (pvc) since the sensing measurement was higher than the trend for this lead. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the lv impedance measurements were greater than 3000 ohms, and there was no capture at highest outputs. The device was programmed to right ventricular (rv) only pacing. No adverse patient effects were reported. The device remains in service.